Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel in the upper limb. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problems and the procedure was completed with a non-bsc device. No patient complications were reported.